Manufacturer narrative:
The complaint was confirmed, based on the evaluation of the pump. The blockage/canister full failed test performed using run with no alarm. No lot number information was provided for the soft port. The review of device history record for renasys go pump indicated no discrepancies or rework during the manufacturing of the device. All renasys go pump go through a series of performance test and visual checks prior to release to market. The complaint database was reviewed for the serial number #(B)(4); device showed no prior issues reported. This event as indicated by customer complaint did not result in patient injury. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labeling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: during auditing of renasys's go pump alarm system it was noted that canister was full of exudate.  The machine  was not alarming that it was full and needed changed.  When tubing was disconnected from patient to check alarm it did not sound at all.